Event description:
The customer reported that they installed the batteries the night before and when they went to use the alarm in the morning, battery acid got on the nurses hand. They reported that the battery compartment had battery acid inside of it. The nurse had no injury.

Manufacturer narrative:
Battery acid leakage. Evaluation: results: evaluation of the returned product shows that there was evidence of corrosion in the battery compartment.